Event description:
Development of subdural hematoma after osvii implantation in a patient presenting with nph (normal pressure hydrocephalus). Note: this patient had received before a strata valve and had also developed a subdural hematoma. The surgeon concluded that the patient was not a candidate for shunting since subdural hematomas had developed after implantation of both shunts. He tied the osvii off. In the event the valve is explanted, a request has been made to return for evaluation.